Manufacturer narrative:
Product analysis: the entrust sds was received with the sds handle split open and the isolation sheath pulled back to the inner guidewire lumen plastic proximal hub. The split opened sds handle was examined for unusual wear marks and there were none to be found. Backlighting of the distal tip of the sds catheter was able to locate the proximal end of the inner guidewire lumen/pusher and determine that no portion of the stent remained within the outer sheath of the sds. Based on the position of the inner guidewire lumen/pusher approximately 45mm of stent was deployed by pulling the sds out of the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an everflex entrust with a non-medtronic 5fr sheath and non-medtronic 0.035 guidewire during treatment of a 150mm plaque cto (chronic total occlusion-100%) in the patient¿s distal right superficial femoral artery (sfa) of diameter 5mm. Slight vessel tortuosity and calcification are reported. No damage noted to packaging prior to use. No issues noted when the device was removed from the packaging. IFU was followed and the device was prepped without issue. No damage was noted to the deployment mechanism prior to use. The thumbscrew/lock-pin was checked for securement prior to procedure. Pre-dilation was performed using a 5mm chocolate pta balloon. The everflex entrust was not passed through a previously deployed stent. No resistance was encountered during advancement of the device. The lock-pin was removed prior to attempted deployment. When the physician attempted to deploy the stent, when the stent was deployed 2/3 of the way, it is reported it sounded like something had broken inside the deployment handle. Despite continuing to advance the thumbwheel, the outer sheath did not release. The physician then broke open the handle and pulled back the outer sheath and to deploy the remaining 1/3 of the stent. There was no patient injury reported.